Event description:
It was reported by service report that the legs are not extending fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the legs are not extending fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After the investigation was concluded the issue of the base was not able to extend could not be confirmed as there were no faults found with the device. With the issue not being able to be confirmed and after speaking with the customer to see if it may have been associated with operator error, the customer reported that they do not believe it to be operator error and the technician could not confirm the alleged issue. The issue was resolved for the customer by confirming that the product met specifications and returned the device to service.